Event description:
The customer reported foreign material in the biopsy port during reprocessing, involving an olympus tracheal intubation fiberscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.